Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, h1: type of reportable event, h6: patient codes, h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device and further monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a defibrillation threshold (dft) test was performed in order to address the issue.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device and further monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.